Event description:
Reports the balloon ruptured during insertion.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. The house retain sample for the reported lot was visually and physically tested per specification. The catheter passed all inspection criteria. No balloon damage occured. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported lot number.